Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was implanted in the ureter on (B)(6) 2016 and was removed during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during stent withdrawal, the stent was noted to be calcified. The procedure was completed with another polaris¿ ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned device revealed residues of calcification at the renal and bladder pigtail of the stent. The evaluation found that the stent was calcified causing a difficultly during withdrawal of the device. Therefore, based on all available/gathered information, the most probable cause for this complaint is ¿anticipated procedural complication¿ since the complaint is due to a known physiological effects of the procedure noted within the directions for use. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was implanted in the ureter on (B)(6) 2016 and was removed during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during stent withdrawal, the stent was noted to be calcified. The procedure was completed with another polaris¿ ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.